Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the drill broke during use, the broken part remains in patient.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. Manufacturing date and field age of the instrument cannot be determined since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. The surgical technique currently contains a warning to avoid bending the drill when it is inside the guide. A definitive root cause cannot be determined with the information provided.